Event description:
Info received that the head up function was not working. No injury reported.

Manufacturer narrative:
Technician located bed in "down" storage area. Found: head up function was not working. Function does not work manually or under power. Cause: faulty valve guide tube. Replaced the head up valve guide tube to resolve this issue.